Manufacturer narrative:
The alleged event could not be duplicated through loaded cyclical testing.

Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer was in her lift chair reclining when chair became stuck. Customer tried to get out of lift chair when she fell out on left side.

Event description:
Customer was in her lift chair reclining when chair became stuck. Customer tried to get out of lift chair when she fell out on left side.